Event description:
It was reported that the surgeon inserted an icm120v4 12mm implantable collamer lens on (B)(6) 2008 and lens opacity (asco) was noted on (B)(6) 2012. The lens was removed on (B)(6) 2012, cataract surgery was performed and an iol was implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation method - lens work order search & medical review. Results: visual inspection of the returned lens showed the lens was returned dry, a haptic was torn and there was a foreign material on the surface of the lens. The lens was re-measured and found to be within the original design specifications. Therefore, it can be justified that the complaint is not product related. A lens work order search revealed there were no similar complaints found within the work order. Several factors may play a role in cataract development (age, degree of myopia, systemic diseases, medications, surgical manipulations) altered aqueous flow in the presence of an icl, ect. Clinical studies have shown that anterior sub-capsular cataract occurs in 1.3% of patients where an icl has been implanted, following the recommendations for use. This usually occurs within the 1st 6 months post-op. The most probable cause has been determined to be crystalline lens touch during surgery which could have been either instruments used or the icl itself. (B)(4).